Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's previous system was "disconnected," or something happened to it because it became uncontrollable for about eight to ten months. The patient and the doctor could not access it. The ins was also visibly pushed up against the skin. The doctor replaced the ins and moved the location from the left to the right side.